Event description:
It was reported that the patient presented due to their implantable cardioverter defibrillator (ICD) exhibiting post-paced t-wave oversensing. Programming changes were made to resolve the issue. The patient was stable.